Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 879 mg/dl. The customer stated that his glucose meter read hi when he woke up. The customer attempted to bolus, but his glucose level still was high. Then the customer changed the infusion sets three times, and each time he got no delivery alarm. Troubleshooting was not performed because the customer did not have any infusion sets with him. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.